Event description:
It was reported that a customer experienced an issue with a battery not charging on a pump. There was no adverse impact to the customer's blood glucose level. The pump was no longer under warranty and was not returned by the customer, and no replacement pump information was provided. No additional information was available regarding further actions taken.